Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that an alert was received showing that the device was in backup vvi. A device download was successfully performed. Device remains implanted.